Manufacturer narrative:
(B)(4). The patient was diagnosed with peritonitis on an unspecified date in (B)(6) 2014. Should additional relevant information become available or the device be returned for evaluation, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown and treatment for the event was not reported. The patient was discharged after a week in the hospital and was reported to be recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14c15048, h14b20065, and h14b10090. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.